Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to recurring incontinence. The plan was to replace the aus, however a new device was not implanted due to the physician discovered that the cuff eroded into the urethra. Only the cuff was removed, leaving the balloon and pump implanted. A patient full recovery is expected.